Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that her pod failed to activate, leading to high blood glucose levels and requiring medical attention. The incident occurred on (B)(6) 2025, resulting in a one-day hospital stay until (B)(6) 2025. Symptoms included nausea, fatigue, and stomach pains. Initially, she was not diagnosed with diabetic ketoacidosis (dka) in the emergency room (ER), but was later diagnosed with dka during hospitalization. The patient's blood glucose (bg) values reached over 250 mg/dl. Treatment included fluids and an insulin drip. The patient had issues with two pods and no backup insulin delivery method, leading to the emergency. She now has a backup method from her doctor. The agent provided troubleshooting tips and sent goodwill pods since the original pods were discarded at the hospital.